Manufacturer narrative:
Approximate age of device ¿ 3 months 13 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient presented to the clinic with suspected pump thrombus, influenza a infection, and signs of infection at the driveline site. The patient had a severely elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin. Study medication was stopped and the patient was started on heparin, integrilin and aspirin. The patient decided to go palliative and not pursue crrt, dialysis or a pump exchange. The patient was in multi-organ failure and expired on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed elevated pump power; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2018. The file captured power elevations on (B)(6) 2018. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. The hmii lvas IFU lists device thrombosis, hemolysis, renal failure and infection (driveline, pump pocket, and local) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also outlines the indications of pump thrombosis, as well as how to respond to such events. Lastly, this document outlines the recommended anticoagulation therapy and inr range. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.